Event description:
A 3mm open anterior bite developed after having a temporary silastic disc implant put into rptr's right jaw joint during a repair attempt of said joint. As early as 3 mos. After surgery 1/2 mm anterior open bite was observed, & by jan., the following yr it had widened to 3mm. With increased complications & many more debilating symptoms. Rptr had a complete debridement & menisectomy of this joint on 3/1/89. A teflon implant in rptr's left joint was removed at the same time.